Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered an incorrect value while programing a bolus and too much insulin was delivered. Customer consumed juice and food to address over-delivery of insulin. Tandem technical support assisted customer with setting a temporary basal rate. Upon follow up, customer reported to be fine; bg was 176 mg/dl.